Event description:
It was reported that during follow up, when the device software was being upgraded, telemetry was lost and inappropriate therapy was delivered. The patient was in sinus rhythm during the update. A second attempt at upgrade was successful. The physician suspects the device went into backup vvi mode and the device oversensed t waves. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.